Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was not returned. (B)(4).

Event description:
It was reported that during a follow-up visit, the patient was in bradycardia, and high ventricular lead impedance was noted, which was regarded as a lead fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.